Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was detached. It was reported that upon removal of sensor pod, the sensor wire was under the skin. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.